Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens of -8.50/3.00/087 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6)2024 the lens was explanted due to low vault with rotation. It was reported that after lens explant patient was 20/20. If additional information is received a supplemental medwatch report will be submitted.